Event description:
A nurse called to report high blood glucose levels. The nurse then stated that the customer was found unconscious with a blood glucose reading of 26 mg/dl. The customer was revived and later experienced high blood glucose levels of 459 mg/dl, for which she needed to be hospitalized. Troubleshooting was performed and the daily total amounts were not matching with the basal and bolus deliveries. Also, the reservoir volume didn't match with the amount of insulin in the reservoir. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.